Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use states in the warnings: "an effective closed suction drain system required maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir system to function properly. Verify that the system is functioning properly. If the system is not maintained properly, surgical complications, including hematomas, may result."(B)(4).

Event description:
It was reported that the left drain would not drain due to clear plastic obstructing the drain. The plastic was removed from by the surgeon and the drain functioned as intended: left drain site: biopatch removed. Sterile saline flushed through drain retrograde. There was no flow and saline would not reach the hub, causing a complete obstruction. Infiltrated the skin in this area with 10cc 1% lidocaine with epi. Prepped with chloraprep. Draped sterilely. Drain suture removed. Surgeon pulled drain, it moved freely, indicating no suture or other physical external compression. Surgeon opened the hub sharply over each flute and found some disorganized clear plastic, separate from and proximal to the clear drainage tube, obstructing the flow hub the hub all 4 flutes. Surgeon removed the disorganized clear plastic and opened the hub widely over each flute, in order to bypass the obstruction. Surgeon pushed the drain back into the pt, far enough to allow a suction vacuum to form, and replaced drain suture. Normal yellow/pink seroma fluid flowed but the tube and the bulb field suction. Biopatch and tegaderm replaced.